Event description:
It was reported that during a procedure, the t2 implant of (3) three fast fix 360 were defective, when the implants were pushed, they were stuck and could not move forward. T1 was successfully removed. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported devices were not received for evaluation. However, another devices were received. A visual inspection of these devices revealed that they are in their original unopened packaging. Three devices were returned. No deformity or deviation was observed. A functional evaluation was performed and found all devices fired as designed when used with a reference meniscus. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.